Event description:
The customer reported that a qube bedside monitor failed to alarm for low spo2. Clinical staff reported that they saw that the spo2 values were dropping but the monitor did not alarm as expected. A field service engineer (fse) contacted the customer and was informed that the device was removed from use for their internal testing. The biomed confirmed that no failures observed with the system and alarms functioned as expected. The customer declined field service assistance at this time. Due to the delay in reporting the failure to alarm, retrospective data was not available for evaluation. The cause of the reported issue was unable to be determined due to lack of data and lack of access to equipment.